Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was vibrate anomaly and reprogram alarm error. The customer¿s blood glucose level was unknown. The customer reported that the reprogram alarm and made constant sound. The customer was advised to call back if issue persists. The customer was advised to monitor the pump and call back if issue recurs. The insulin pump will not be returned for analysis.